Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The manufacturing history (DHR) confirmed no irregularity. Omsc guessed that the broken wire was caused by the aging and excessive stress. There is possibility that the raise of the broken wire was caused by external stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Some of the wires that composes the forceps elevator wire of the subject device were cut and raised. There was no report of patient injury associated with this event.